Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the electrocardiogram connector was loose, that the power cord bay was missing and that it would not print. The device was to be scrapped due to a lack of parts needed for repair. (B)(4).

Event description:
It was reported that the programmer had parts missing and was not working. It was further reported that this was a loaner unit and that it was detected during service. The programmer was returned to the united states for further servicing. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.